Event description:
It was reported that the right ventricular lead was replaced due to a fracture. There was noise and oversensing on egm, and lead impedance was less than 200 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned and analyzed.